Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Upon visual inspection the motor had moisture damage. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/delivery test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Event description:
Customer reported via phone call to have moisture under display screen due to insulin pump possibly getting splashed with water while sitting next to pool. Customer's blood glucose was 205 mg/dl. Customer was advised that insulin pump would need to be replaced.